Event description:
It was reported that the customer had physical or cosmetic damage on the pump. Customer stated that there was another crack in the casing and she noticed it was damaged when she took it out of her pocket. Customer stated that it is cracked on the top right where the screen is located. Customer reported that the chip is where you undo the battery to put in a new one. Customer stated that the damage was wear and tear. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.